Manufacturer narrative:
G6 and h1/h2 was updated. H6 was updated to include investigation conclusions code. Retain, inventory and return were unavailable for testing. If additional information is received an additional follow up MDR will be submitted.

Manufacturer narrative:
Device history review was completed. There were no deviations or non-conformances associated with this lot. Trending analysis reported no (0) other related occurrences of this issue for this product lot. Quality control testing was complete and passed. A customer returned was. If additional information is received an additional follow up MDR will be submitted.

Event description:
The customer reported the cassettes break when closing for activflo routine I, loose-blue 1000, p/n 39lc-500-2, lot 20221025-3. There was no report of tissue loss.